Event description:
It was reported by the patient that blood glucose levels rose to above 400 mg/dl while wearing the pod between 4 and 24 hours. Reportedly, the pink slide did not move forward when the pod was activated, despite the cannula having deployed; this indicates a needle mechanism failure.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: phone_control_android. Omnipod software app version: 3.1.6. Operating system: cp1a.260405.005. Hardware: pixel 10. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.